Event description:
Customer reported that she was in a car accident due to low blood glucose and was taken to the emergency room. Customer stated that the blood glucose was 63 mg/dl. Customer stated that she passed out while she was driving due to low blood glucose. Customer that she over treated because her sensor was not working correctly. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.